Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify backlight anomaly and missing/segments partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that when pressed the down button to get the backlight only the top half of the screen lights up. Customer stated that insulin pump they can see everything on insulin pump, none of the words were missing and insulin pump passed self test. Customer stated the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.